Event description:
It was reported that the defibrillator had a "self-checking failure". Further information was provided that the device failed to display while performing a self-test. There was reportedly no patient involvement.